Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) in ventricular tachycardia, the device's display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported customer report was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, functional testing, and internal inspection without duplicating an issue consistent with the report. The display color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs will not show display related conditions and does not aid in an investigation of this nature.